Event description:
January 26, 1995 at 3:45 pm nursing assistant was transferring resident from bed to wheelchair. The wheelchair brakes did not hold, causing the wheelchair to slide away from the resident to the floor. Resident's knees buckled under her. Nursing assistant lowered her trunk and head to the floor, straightened her legs gently, and sought the attention of the rn. On assessment, the resident's legs and knees were not red, swollen or tender to the touch. (Resident has been non-ambulatory on admission, 4/5/88.) January 27, 1995 at 7:00 am resident's right lower leg was slightly bruised. She was sent to the clinic where x-ray revealed spiral fracture of distal tibia. This leg was casted. On 1/29/95 bruising was noted in left lower leg of resident. She was taken to the clinic and left lower leg x-rayed. X-ray revealed fractured tibia and fibula. It is rptr's feeling that the wheelchair brakes were not defective but that the brakes had just become loose.